Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed, the customer pressed the esc and act and received another alarm. The customer's blood glucose was unknown. The customer was unable to troubleshoot. The customer was advised the pump will be replaced.